Event description:
A patient had a rash appear on day 4 postop c-section, she was seen in md's office on day 7. The patient required a medrol dose pack for pruritic rash. The c-section drape adhesive may have contributed along with other factors to the rash development.

Manufacturer narrative:
At the time of this report, no sample was provided for evaluation. Without the issue sample, we cannot conduct an investigation to determine a root cause. If however, the actual sample is returned at a later date, the investigation will be reopened and an addendum to this report will be provided. During the product development phase, all materials used in this drape were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. No corrective action will be taken at this time for this code.